Manufacturer narrative:
Describe event or problem updated. (B)(4) - synergy ii us otw 3.00 x 12 - 39261-1230 to (B)(4) - synergy ii us mr 3.50 x 8 - 39260-0835. (B)(4). Catalog/model # corrected from 39261-1230 to 39260-0835. (B)(4).

Event description:
It was further reported that the correct complaint device was a 3.50 x 8 synergy ii drug-eluting stent and not a 3.00 x 12mm synergy ii drug-eluting stent as previously reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the very tortuous ostial right vein. A 3.00 x 12mm synergy ii stent was advanced to the lesion. However, it was noted that the stent came off the balloon. The dislodged stent was retrieved with the use of a snare and was removed outside the patient's body. The procedure was completed using a promus premier stent. No patient complications were reported and the patient's status was fine.